Event description:
It was reported that this device is getting low power and burned blast shield. There were no patient or procedure involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the high reflective mirror of fourth channel had small spots and needed replacement. Also, during service was found that the right-side foot switch was not working, therefore a replacement was needed too. The optics mirrors were replaced and that resolved the issue, thus, confirming the reported event. The damaged on the optics could cause the anomaly in the behavior of the console. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this device is getting low power and burned blast shield. There were no patient or procedure involved.